Manufacturer narrative:
The filter was not returned, as it remains implanted. This is the first event reported for this lot number. Limited procedural or patient information and no xrays were submitted for evaluation. It was reported that the vena cava was not measured prior to placement. The IFU for this device states: if the vena cava is too small to accomodate the fully centered filter dome, the dome may tilt forward the vena cava wall, or assume a spindle or cone configuration.these variations are functionally effective in undersized lumens. In very small vena cava, the filter may form a spindle shape if there is not enough room for the dome to form. In some cases, delayed recovery of the filter dome shape may be seen on follow-up films.

Event description:
It was reported by the doctor that upon release of the dome portion of the filter, the dome did not form. The doctor then pulled back and the filter fully released in the iliac vein. The filter remains implanted. A different filter was placed in the vena cava.